Manufacturer narrative:
Medical device expiration date: unknown. Results: bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve not recovering was not observed. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® wingset button blood collection set lost its rubber sleeve during collection causing the nurse to stick her finger on the exposed needle. The nurse received the hospital standard first aid for needle stick injury. Medical intervention are unknown.